Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018206 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/lot: 1018206, test base part number 190-430/lot: 1018206 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018206 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample and swab type. Repeat testing was not performed. Confirmation antigen testing was performed and generated negative results; CT values not provided. The customer stated the patient was not symptomatic. The customer reported the patient is a soccer player and needs to be tested frequently. No additional patient information, including treatment and outcome, was provided.